Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that the individual responsible for the device who had initially reported the issue had not tested it properly. The customer confirmed that when the device is powered on, they hear voice prompts. The device has since been placed back into service for use. The device was not returned to physio-control for evaluation.